Event description:
It was reported that during the procedure, the small reamer guide broke while milling the bone. In response, the surgeon used a curette to remove the cartilage and proceeded with the procedure without further complications. The remainder of the operation was completed successfully. No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - brazil. H3: the customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d4, g3, g6, h2, h3, h4, h6, h11. The reported event was confirmed by review of pictures. Visual examination of the provided photo confirmed the guide is fractured. However, as the product was not returned, further analysis could not be completed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.